Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared alarms indicating that there was no insulin in the cartridge. There was no reported impact to the user's blood glucose level. During a follow up with the user to obtain more information, the user declined to provide additional information.